Event description:
It was reported that the patient dropped the ilet insulin pump, resulting in a cracked screen and loss of normal display function; a replacement device was shipped and instructions were provided that the original device could not be shut down due to the broken screen. Symptoms included no adverse clinical effects, with a single reported blood glucose value of 146 mg/dl. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included attempts to obtain the returned device and tracking information to assess the reported damage. Investigation of this case revealed a physical damage event to the user interface/display consistent with accidental drop and screen fracture, with no evidence of device malfunction prior to the impact. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to manufacturing or design. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.

Manufacturer narrative:
Device was not returned per the request of beta bionics. User complaint of (B)(4) could not be confirmed. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.